Event description:
It was reported that shortly after the completion of a pvp procedure, the pt expired "in recovery." It was reported by the MFR rep that there were no abnormalities noted with the laser equipment during the case, however, during prostate vaporization, the pt experienced an arterial bleed that was difficult to control. It was reported that the physician was not able to control the arterial bleed with the laser coagulation feature and several other instruments before putting in a catheter and holding traction (applying pressure). The anesthesiologist ordered blood for transfusion, however the MFR rep was not aware if administered, but recalls the pt's numbers being okay. The case was completed; the pt was reported to have passed away post-operatively while in recovery. The exact cause of death is unk to the MFR.

Manufacturer narrative:
MFR labeling states as with conventional endoscopic treatment, adverse reactions. May occur following laser treatment. In extreme cases, death may occur due to procedural complication, concurrent illness or the application of the laser.